Event description:
Customer stated that their meter is 10 years old and sometimes they see the lower half of the numbers are missing. A review of the system was conducted over the phone. The review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.